Manufacturer narrative:
The batch records of the 2 screws lot have been reviewed and show no discrepancy. The 2 broken screw heads will be returned by the hospital to in2bones for investigation. The use of non-locking screws in the neoview system is recommended, on the proximal part, only in the oblong hole in order to adjust peroperatively the positioning of the plate. On the distal part, a second non-locking screw may be use for the recoil and reduction of the bone on the plate before final fixation. In all cases, it is recommended to use a maximum of 2 non-locking screws on the fiting assembly (including one in the oblong hole). In this particular case, it seems that the 2 broken non-locking screws were used for the final fixation of the proximal part of the plate, beside the oblong hole.

Event description:
Wrist surgery: the neoview plate-screw system is indicated for fixation of intra-articular and extra-articular fractures of the distal radius and reconstruction of the distal radius. It has been reported to in2bones that 2 non-locking screws broke when being inserted during the fixation of the proximal part of the plate. Each screw body remain in the patient and 2 additional screws have been implanted to secure the fixation of the proximal part of the screw.